Event description:
On december 8, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the patient on december 11, 2006, to obtain/verify information. The patient reported blood glucose results of "38 mg/dl" with a lifescan meter and "152 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. Although the patient did not have symptoms at the time of testing, the patient administered self-care by drinking juice since she had obtained the result of "38 mg/dl." About 30 minutes later, the patient retested on the reported meter again and got a result of about "442 mg/dl" with symptoms of blurry vision and feeling thirsty. The patient did not feel as though her blood glucose could rise that high within 30 minutes. As a result of getting the high result, the patient treated herself by taking an unspecified dose of sliding-scale insulin. After taking the insulin, her symptoms were quickly relieved. She retested at that point, but could not recall what result she got. She did remember that her result was "normal." Patient was using a correct technique for testing with the reported meter. The patient was using blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a result of "38 mg/dl" on the reported meter without symptoms. The patient also tested herself on another meter within 10 minutes and got a result of "152 mg/dl." The meter-to-other meter comparison did not meet lifescan's criteria for accuracy testing. Based on the meter reading of "38 mg/dl," the patient drank juice to try and raise her blood glucose. The patient developed symptoms of hyperglycemia about 30 minutes later and got a result of "442 mg/dl." The patient required insulin treatment to bring her blood glucose back down.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.